Event description:
It was reported that a piece of the head broke off of the system 7 reciprocating saw upon being dropped. The reported event occurred prior to the procedure at the user facility. There was no patient involvement and no adverse consequences associated with the device.